Event description:
The customer reported that the system intermittently displayed a communication failure error message and an alternate system was required to complete the case. This error message was likely causing the system to shut down or lock-up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.